Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received not receiving effective coverage and was unable to be placed in MRI mode due to high impedances in one of the leads.

Event description:
It was reported the lead exhibiting high impedance on one of the leads and patient was having pain at the ipg pocket site as well. Surgical intervention is planned to address the issue at a later date.

Manufacturer narrative:
Section b3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000118845